Manufacturer narrative:
Additional information : on an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gm for 7 days, route and frequency were not reported) and fortum injection (1 gm for 7 days, route and frequency were not reported) for peritonitis. Both medications were discontinued. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information was available.